Event description:
The customer's wife stated that the customer's behavior was unusual due to his low blood glucose level (67 mg/dl). An emt provided an IV which made the customer's blood glucose rise to 169 mg/dl. The customer re-checked his blood glucose level which was at 69 mg/dl. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hypoglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.